Event description:
There was an endoleak type 1 observed in this case. The pt had an angulated neck of 120 degrees. The physician had no difficulties gaining access to the aorta. At the time of the superior deployment, there was a problem with the angiograph but the physician decided to proceed with deployment. The rest of the implant continued without incidents. The contralateral and ipsi limbs were implanted successfully. At the final angiogram, the physician observed that the placement of the superior attachment site was lower than the expected location. It was deployed approximately 1 cm above the aneurysm. Due to the low placement, a complete seal was not accomplished and resulting in a type 1 endoleak. The physician then decided to resolve the endoleak by implanting a tube graft in the bifurcated graft. No tube graft was available at the time so the pt was scheduled to come back 2 days later after the graft was received. The pt came back and received a tube graft. It was implanted and the type 1 proximal endoleak was resolved.